Manufacturer narrative:
(B)(6). Flush failures were observed upon customer service review of the alinity logs and field service was dispatched. Service inspected the analyzer and performed multiple troubleshooting procedures, including replacement of the pressure monitor sensor, tested. Service determined the pressure monitor sensor, tested was the cause for the issue. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was found to be adequate for the complaint issue. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, and erratic sample results. The alinity I service documentation provides removal and replacement procedures for the pressure monitor sensor, tested. Based on this investigation, a product deficiency was not identified.

Event description:
The customer observed false positive alinity I total b-hcg results for one patient sample. The following results were provided: sid (B)(6) initial result 29.67 iu/l, repeated <2 iu/l. No impact to patient management was reported.